Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eri, 51 charge processes had been documented. The charge drawn from the battery was checked. The check indicated a battery discharge that was not according to expectations. The current uptake of the device was then analyzed, which proved to be unremarkable. An additionally performed long-term study of the current uptake also did not show any irregularities. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time was as expected. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured. The measurement confirmed an unexpected battery discharge. The battery was returned to the battery manufacturer for a thorough analysis. First, the production documents of the battery were reviewed, which did not show any anomalies. Subsequently, the voltage and the heat tone of the battery were examined. During the measurement of the battery voltage, a discharged battery could be confirmed. A performed microcalorimetric measurement showed an increased heat tone of the battery. The battery was then opened, and the internal structure was examined visually. The visual inspection detected an internal short-circuit. This internal short-circuit enabled an increased battery-internal self-discharge, which contributed to a premature battery depletion. In summary, premature battery depletion was confirmed during the analysis of the ICD. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be free of defects. Based on the analysis, it can be assumed that the therapy functions critical for patient safety were available without limitations during the implantation time.

Event description:
Ous MDR - it was reported that approx. 3 years after implantation the device showed eri status and was replaced. It was also mentioned that the ICD delivered several shocks in 2016.